Event description:
It was reported on (B)(6) 2025, a 35mm navitor vision valve was selected for implant using a large flexnav delivery system. The devices were prepared per instructions for use (IFU). During the procedure there was difficulty introducing the delivery system inside the femoral. Force was required to push the catheter and there was friction at the common right iliac level. The aortic root and annulus were crossed with some difficulties. The valve was partially deployed; however the valve showed some movement. The decision was made to re-sheath the valve. It was observed that the valve could not be fully re-sheathed. The re-sheath wheel reached the end of travel. The delivery system was pulled int the descending aorta in order to use the micro-adjustment wheel to attempt close the gap. The valve capsule appeared deformed on the proximal part. The valve and delivery system were removed from the patient and replaced with a new 35mm navitor vision valve and large flexnav delivery system. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 35mm navitor vision valve was selected for implant using a large flexnav delivery system. The devices were prepared per instructions for use (IFU). During the procedure there was difficulty introducing the delivery system inside the femoral. Force was required to push the catheter and there was friction at the common right iliac level. The aortic root and annulus were crossed with some difficulties. The valve was partially deployed; however, the valve showed some movement. The decision was made to re-sheath the valve. It was observed that the valve could not be fully re-sheathed. The re-sheath wheel reached the end of travel. The delivery system was pulled int the descending aorta in order to use the micro-adjustment wheel to attempt close the gap. The valve capsule appeared deformed on the proximal part. The valve and delivery system were removed from the patient and replaced with a new 35mm navitor vision valve and large flexnav delivery system. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
Correction: please retract this report, the same issue was previously reported as 2135147-2025-04820.